Event description:
It was reported that a technical error code indicating flow measuring error and an alarm for low battery voltage were found during a routine check of a ventilator. There was no patient involvement. (B)(4).

Manufacturer narrative:
A field service engineer has been on-site and started the investigation. Two printed circuit boards were replaced and the device logs have been extracted. The received device logs contained the reported alarms and a technical error code indicating an internal memory error. The replaced parts were requested for investigation but have not yet been received. A supplemental MDR report will be sent when the investigation is completed.